Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has reported left side implant has ruptured and lumps in breast. Patient also reports "few other medical problems," such as joint pain and "delay in blood clotting". These events are not related to the device. The device remains implanted.